Manufacturer narrative:
The customer provided an image showing a close up of the small-bore adaptor. The complaint of leaking at bottom could not be confirmed based on the returned image. Without the return of the used sample, a comprehensive failure investigation cannot be performed, and a cause cannot be determined. A lot history review could not be conducted because no lot number was provided or identified. Corrected information can be found in b5 - describe event or problem, h6 health effect - impact code and d10 concomitant product. Updated information can be found in d9 and h6 component code.

Event description:
This emdr record captured two occurrences.

Manufacturer narrative:
The device is expected to be returned for evaluation, it has not yet been received.

Event description:
The event involved a 4" (10 cm) smallbore trifuse ext set w/2 remv check valves, 3 clamps (red, yellow, white), luer lock, non dehp tubing where the customer reported that the device was leaking at bottom during patient use. There was patient involvement, no adverse event and possible delay in therapy due to having to replace line/extensions. Information on specific fluid or medication is not available.